Event description:
Healthcare professional (hcp) reports a blood leak noted on the venous header of the dialyzer during a pt treatment. Blood was noted on the outside of the dialyzer. A new dialyzer and blood lines were used to continue the pt treatment. Estimated blood loss was reported to be 200cc. Hcp reports no visual crack noted on the header, yet the header was reported to be loose. Hcp reports they do not remove the headers during their reuse reprocessing procedure. The dialyzer was reused 30 times prior to this report without incident. The hcp reports no pt injury or need for medical intervention.